Event description:
Olympus medical system corp (omsc) was informed that at the end of the open radical prostatectomy, the probe of the subject device broke. The procedure was completed with the subject device. There was no report of that the fragment fell off into abdominal cavity of the patient. The device was the first use. There was no report of patient's injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 4 mm from the distal end. There was a scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratch as the starting point. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result for the subject device, we concluded that the probe broke due to the crack, which developed from the scratch as the starting point, since the physical stress by the ultrasonic output or grasping the tissue. The following shows possible causes of the scratch on the probe: the probe came in contact with something hard such a tough tissue, metal, or a surgical instrument during ultrasonic output; the user removed something like a burn on the probe tip with something hard.